Event description:
It was further reported that target lesion 1 was located in the proximal left anterior descending artery at the origin of the 1st diagonal and was 16mm long with stenosis of the main branch proximal and distla to the ostium of the side branch. Target lesion 2 was located in the ostium of the 1st diagonal and was 20mm long. Bifurcation stenosis of the proximal lad and 1st diagonal were treated with placement of the taxus stents in the proximal lad and in the 1st diagonal using the crush stenting technique, reducing the stenosis to 0% following post-dialation. 77 days after the initial procedure the patient was admitted with a 3-day history of recurrent exertional chest pain radiating to both arms. ECG at the time, showed sinus rhythm with premature ventricular contractions and non-specific st segment and t-wave changes. There was minimal elevation of troponin levels. Left coronary angiography on the day of this admission revealed 95% stenosis of the proximal lad at the proximal edge of the previoiusly placed stent. The proximal lad was treated with balloon angioplasty and placement of a 3.0x12mm taxus stent which overlapped the proximal portion of the previous stent, reducing the stenosis to 0%. Neither the 1st diagonal nor the lcx was involved in the procedure. The patient was discharged the next day on continued asa and plavix therapy.

Event description:
Clinical study: it was reported that 77 days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). Lesion 1 was a 3.0mm, 90% stenosed bifurcated portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.00mm, 90% stenosed portion of the 1st diagonal (1st diag). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion with a 2mm overlap of the stent placed in the prox lad. There were no complications. The pt was discharged the next day on plavix and aspirin. At the 6 month follow-up it was reported that the pt required a tvr 77 days after the index procedure, in the prox lad for proximal edge restenosis. The physician placed a taxus express2 stent (unknown size) in the lad. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.